Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room for reports of altered mental status. Supraventricular tachycardia was noted. The patient had received shocks from the device. Upon interrogation it was noted that device measurements could not be obtained due to a tachy episode that had never returned to sinus status. Analysis of the shocks received indicated they occurred due to a bigeminy; a heart problem with premature ventricular contractions occurring very fast and falling into the programmed ventricular tachycardia (vt) zone. The cardiologist ordered programming changes to remove the vt zone. This was completed. Sinus rhythm was restored, measurements were made and the patient's medication was adjusted. A possibility of adjusting a new vt zone was suggested by the physician but no current settings were available to address the bigeminy as they occurred at such fast intervals. The patient was stable.